Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm failed to trigger when customer became hypoglycemic, and the customer experienced headache, paleness, sweating, and loss of consciousness. The customer was taken to a hospital where treatment of 10% glucose via IV, 1 injection of glucagon, glucosmon via IV, and subcutaneous octreotide was provided for diagnosis of hypoglycemia. The customer was additionally given 3 "zumos" and a glass of milk. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm failed to trigger when customer became hypoglycemic, and the customer experienced headache, paleness, sweating, and loss of consciousness. The customer was taken to a hospital where treatment of 10% glucose via IV, 1 injection of glucagon, glucosmon via IV, and subcutaneous octreotide was provided for diagnosis of hypoglycemia. The customer was additionally given 3 "zumos" and a glass of milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet the specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.